Event description:
It was reported that the surgeon inserted a cc4204bf collamer plate lens and the trailing haptic was overriden by the injector and sheared during insertion. The incision was enlarged but no sutures were needed. The reporter stated the incident was due to a loading error. Another lens was implanted.

Manufacturer narrative:
Evaluation results - visual inspection of the returned product showed that there was a tear across the lens and a haptic plate was torn off. There was a clear surgical residue on the lens.